Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had message a battery failed and put a new battery, insulin pump totally not working it had blank screen. The customer¿s blood glucose level was 128 mg/dl. The customer was assisted with troubleshooting. Customer was called back with blank display after receiving new battery cap. Customer stated that the display was blank less than 30 seconds and did not returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump has not been bumped or dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.